Event description:
A customer observed poor troponin I precision on pt samples for one eci analyzer. The same samples and reagent pack run on an alternate eci gave good precision. Biased results of the magnitude observed may lead to inappropriate physician action. There were no results reported out of the lab and no report of pt harm as a result of this event.